Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown znn cmn nail trauma implant on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to infection.

Manufacturer narrative:
Additional information was received on september 11, 2017. The results of the provided information are available. Tend analysis: during the trend analysis, no trend was identified. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on july 17, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article, that one patient was revised to treat deep infection. Review of received data. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis. Root cause determination using rmw. Adverse body reaction due to micromotion between components leads to patient exposition to metallic particles. => possible, it is unknown if the infection was due to micromotion resulting in metallic particles in patient body. Patient exposed to biological contaminants due to implant design features lead to failure of sterilization process. Not possible - =>a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Patient exposed to biological contaminants due to unsterile implant due to inadequate packaging or packaging failure not possible. => a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Adverse body reaction due to manufacturing residuals. =>possible, the DHR of the product could not be reviewed as no reference or lot numbers were provided. However, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Corrosion product enter wound and can cause adverse body reactions due to corrosion products release from implant. =>not possible , all zimmer biomet products are manufactured according to product specification. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material not biocompatible =>not possible , a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Non-biocompatible material enter wound and can cause adverse body reaction due to device and/or packaging material contains additives. => not possible, a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process . Non-biocompatible material enter wound and can cause adverse body reaction due to leakage of substances which are cytotoxic. =>not possible, as no complications during the surgery were reported, we don't assume the mentioned root cause as possible. Exposure to substances of very high concern can cause adverse body reaction due to leakage of substances of very high concern. =>not possible, as no complications during the surgery were reported, we don't assume the mentioned root cause as possible. Contaminated device will be used due to unintended unwrapping of device packaging => possible, it can be possible that the device was unwrapped unintended in the hospital, which is out of zimmer biomet control. Patient exposed to biological contaminants due to explanted implant is used for new implantation surgery. => possible, it is possible that the explanted implant is used for new implantation, which is not in zimmer biomet control. - patient exposed to biological contaminants due to devices are processed not as indicated. => possible, it is unknown how the device was processed in the hospital. This is out of zimmer biomet control. Conclusion summary: as no reference and lot numbers were provided, the sterilization protocol of the device could not be reviewed. However, the gamma sterilization specification of the device certifies the suitability of sterilization. No documentation was received for investigation. The sterility processes and handling of the devices in the hospital is unknown and out of zimmer biomet control. The infection healed without any additional surgical intervention, therefore it is unlikely that a disadvantageous product design favored or contributed to the infection. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. Zimmer (B)(4) consider this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).